Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 45 mg/dl at the time of incident and current blood glucose 240 mg/dl. The customer¿s blood glucose level was 310 mg/dl. The customer was treated with food. It was reported that the customer was on auto mode. The customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.